Event description:
The complainant had a impella cp pump being placed as a bailout for the patient in poor condition in the percutaneous coronary intervention and revascularization. The pump was placed but the pump was unable to fully deliver at the reposheath due to due to tissue of adipose patient. The medical team decided than to close 1st approach with help of vascular surgeon simultaneously and to insert another impella cpsa 553825a femoral contralateral for continued hemodynamic support. Once this was successfully done, patient was transferred to the intensive care unit (ICU) for further stabilization, where ICU medical doctors together with previous team of interventionalists decided to withdrew care due to hemorrhagic shock and multiorgan failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E1 added initial reporter postal code as it was omitted from the initial report that was submitted. G1 added manufacturing site name and address as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ medical safety reviewed the event. The event describes after a planned procedure failed, the patient went unstable during 3-vessel revascularization, the impella cp implanted with plans to leave in post procedure. The physician was unable to insert the repositioning sheath after removal of the peel-away sheet due to adipose tissue, and placement of another impella cp was implanted contralaterally for continued hemodynamic support. Same day on unit, the patient would expire as the physician's withdrew care due to hemorrhagic shock and multiorgan failure. Regarding the impella cp pump 1 (B)(6) there is not enough information to dissociate from the demise outcome. However, the patient's underlying condition contributed most to the death outcome. Per the physician, the patient expired from hemorrhagic shock and multiorgan failure unrelated to the impella devices. Care was stopped by the physician which led to the patient's demise outcome. Investigation summary: the investigation has been completed. Unable to deliver or advance: the pump was not returned for investigation. Data log review was not required for this case run. According to the clinical details, the repositioning sheath could not be inserted after removing the peelaway sheath due to the patient¿s adipose tissue. The doctor also suggested a possible defect in the repositioning sheath, which could not be confirmed without the returned product. Therefore, the cause of the delivery issue was not determined without returned product investigation and sufficient clinical details. Device history review: the pump passed all post sterile inspection checks. H6 type of investigation, investigation findings, conclusion codes and component code were updated accordingly based on the completed investigation.